Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software and sensor was found to be in sensor state 7 and sensor state 8. Sensor state 7 with event log 11/224/227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with sensor tail lost contact with interstitial fluid due to sensor is dislodged but remains at on-body. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. It was indicated that the sensor had terminated on body. Data analysis is consistent with sensor tail loss of contact with interstitial fluid due to temporarily unseated puck. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness and was administered glucagon and intravenous dextrose for treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.